Event description:
IV started in the ER and infiltrated when IV fluid started. Catheter was removed but was not intact. The remaining portion was surgically removed. Inspection of the catheter indicated it apparently was sheared off. Nurse reported that he had put pressure at the site when he was withdrawing catheter. He also indicated that he may have put stylet back into catheter rather than have used a new catheter (confused as to which one to use).